Event description:
Patient had replacement surgery and impedance was noted to be ok. Patient then presented with high lead impedance. It was noted that the patient had multiple seizures up to 25 minutes on date of surgery. The patient had to be intubated as they became asystolic - they was extubated the following day. The patient noted continued seizure activity two days following the surgery; however, the eeg did not capture any seizure activity. X-rays were performed; however, have not been received or reviewed by the manufacturer to date. The patient then presented for surgery. The patient's lead pin was cleaned and re-inserted into the generator and the high impedance resolved. During surgery, three diagnostics were taken inside the pocket and outside the pocket and showed no anomalies. No products were explanted from the patient during the surgery. No additional relevant information has been received to date.